Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP device. The device was returned to a third party service center. During visual inspection of the device, 7.2 bug infestation was found in the device and no evidence of foam particles found in the assembly. This report is being submitted for the bug infestation was found in the device during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was scrapped.